Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the solenoid valve.the unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had compressor inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.